Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred frequently between (B)(6) 2026 and (B)(6) 2026. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a signal loss occurred frequently between 1/06/2026 and 1/07/2026. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl-25646842b5: describe event or problem - correctionh2: type of follow up - correctionh5 labeled for single use- correction